Event description:
It was reported that the patient had a difficulty charging the ipg as it was difficult aligning the charger to the ipg due to ipg migration confirmed thru x-ray. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. Nothing was removed or added.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.